Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and insulin pump had failed battery alarm. The insulin pump will not be returned for analysis.